Event description:
Incoming call to technical support. According to the reporter, while testing the device, and when 200 joules was selected, the defibrillator tester indicated the device delivered 971 joules. Physio-control made an offer of service to the reporter.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.